Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a battery compartment crack. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: investigators confirmed the battery compartment has multiple cracks at opening of battery chamber extending down to the primary seal. A test battery cap was able to fully tighten until o-ring was seated and cap was flush with the pump case. No issue with loss of power. There was no evidence of moisture damage in battery compartment. Test cap was used because patient's cap was not returned. Observed the text on the display screen is dim/faded and discolored. The contrast setting is set at '8' and was increased to the maximum setting of '10' with little improvement observed.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.